Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "implant torn during surgery."

Event description:
Healthcare professional reported "implant torn during surgery". The device was not implanted. It is not known if surgery was completed with a backup device.

Event description:
Healthcare professional reported, "implant torn, during surgery". The device was not implanted. It is not known, if surgery was completed with a backup device.